Manufacturer narrative:
The reported event, head released or came off from the base, was confirmed. The service technician found the keyed chuck and housing separated into two pieces. The attachment was received in two pieces with the key. The tech diagnosed a press fit failure. According to a review of the risk documentation, a driveshaft related failure to transmit torque can cause the device to break or fracture into two pieces. The device was archived at the manufacturer.

Event description:
It was reported that the 1/4" chuck w/key was being used in a procedure when it became disengaged from the drill. It was confirmed that no parts came off the device and nothing fell into the surgical site. The procedure was completed successfully with a back up device, which resulted in a delay of thirty minutes. There were no patient or user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that the 1/4" chuck w/key was being used in a procedure when it became disengaged from the drill. It was confirmed that no parts came off the device and nothing fell into the surgical site. The procedure was completed successfully with a back up device, which resulted in a delay of thirty minutes. There were no patient or user injuries or adverse consequences.